Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the post deployment canted position with subsequent moderate pvl cannot be confirmed as none of the aforementioned patient/procedural factors were reported. However, review of previous reports of valve malposition reveal that they are typically due to a combination of patient and procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, post deployment the 23mm sapien xt valve landed in a canted position with moderate paravalvular leak (pvl). A post-dilation was performed 5 days later. A 23 mm sapien xt valve was implanted in a 40:60 aortic/ventricular (a/v) position at the non-coronary cusp (ncc) and 70:30 (a/v) at the left coronary cusp (lcc). Major pvl was observed from the ncc side assessed as moderate. Valve-in-valve was discussed but not performed because the patient was (B)(6) years-old and the proctor assessed that there would be no risk for valve migration. The patient left the operating room with moderate pvl. The patient was making good progress until post-operative day (pod) 2 when urine volume started to decrease. Tte showed moderate aortic regurgitation (ar) and systolic blood pressure (bp) of 120 mmhg with a diastolic bp of less than 40 mmhg. In the evening on pod 5, due to pulmonary edema, the sapien xt valve was post dilated with a balloon in order to reduce the pvl. Leak from ncc side was more significant and the leak flowed from inside to outside of the sapien xt valve through stent struts. No remarkable improvement was observed after post dilation, but the total pvl was slightly reduced. The native leaflet motion at the upper side of the sapien xt valve was the same as after valve deployment and it did not appear that the valve position had changed. The aortic annulus diameter measured 18.1mm with moderate valve calcification by tee.